Manufacturer narrative:
(B)(4). G2: taiwan product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that an articular surface could not be locked during the surgery due to an issue with the locking mechanism. Attempts have been made and all available information has been provided.